Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle eleven. The patient's ultrafiltration reading was 2159ml, indicating the home patient (hp) drained 1409ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log identified the intra-peritoneal volume (iipv) event. The cause was determined to be a user error, as the tital total ultrafiltration removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A labelling review for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.